Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced too high blood glucose levels; exact reading was not provided. Caller alleges pump delivers inaccurately. No adverse event reported. Requested return of the alleged device for evaluation.